Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade ii.

Event description:
Physician reported rupture, confirmed by MRI and capsular contracture, baker grade ii. Left side. Device to be explanted with capsulectomy.

Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203 device evaluation: a visual and microscopic analysis was performed which identified: striated broken and missing on anterior (0-25%). Based on the device analysis the final assessment is: a striated broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Physician reported rupture, confirmed by MRI and capsular contracture, baker grade ii. Left side. Device to be explanted with capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6. Reason for reoperation: silicone migration.

Event description:
Device explanted with capsulectomy.